Event description:
Cushion deflated when in use. Manufacturer response for static air seat cushion, static air seat cushion (per site reporter). Effected lot number of product pulled from stock per materials management. Product returned to the manufacturer.